Event description:
It was initially reported in clinic notes that the patient was experiencing strokes. There was not additional information provided and there was no relationship to vns noted. Good faith attempts for additional information have been unsuccessful to date.